Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned products confirms the reported event. The quickset taper hex scdr rigid head's were worn/rounded which suggests heavy usage. The provided lot numbers indicate the screwdrivers have been in service for several years. The root cause in being attributed to product wear out. Due to the root cause of product wear out, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation may be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw tips are rounded off.